Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of abnormal alarms while connected to the mobile power unit (mpu) was confirmed via review of the submitted log file. The log file contained information spanning approximately ~7.5 hours on (B)(6) 2024 (5:29:26 to 12:52:17 per timestamp). Abnormal low power hazard and power cable disconnect alarms were observed between 5:29:26 and 5:29:36 while the controller was connected to the mobile power unit (mpu). The sequence of events appears to be consistent with a loss of ac power to the mobile power unit. The abnormal alarms cleared when external power appeared to be restored to the system. While external power was lost, the backup battery activated as intended and the pump maintained a speed within the expected range. The mobile power unit (serial number: (B)(6) has not been returned to abbott for evaluation. The root cause of the observed alarms appears to be consistent with a loss of ac power to the mpu; however, a further root cause cannot be conclusively determined. The device history records were reviewed for the mpu (serial number: (B)(6) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (including no external power) and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the event log file captured no external power events on (B)(6) 2024 between 05:29:33 and 05:29:39 that were caused by the power to the mobile power unit (mpu) being briefly interrupted. The mpu has a v-lock connector on the ac power cord. The ac power cord did not come loose at the wall outlet or the back of the unit. It was unknown if there were any environmental circumstances that would have affected ac power at the time of the event. The mpu was not exchanged or removed from service.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.